Event description:
Reportedly, during the implantation procedure, the ventricular lead (oscor) kept falling out of the header on this device. In addition, there was no pacing present. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
The analysis on this device is pending.